Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided liver biopsy, the health care provider, (hcp), allegedly had difficulty inserting the device through the coaxial and noted that the coaxial also became bent during the second sample attempt. The hcp further reported that they allegedly experienced difficulty removing the coaxial from the target tissue. Reportedly, the coaxial was successfully removed and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: no medical records were provided; therefore, a medical record review could not be performed. Image/photo review: no images or photos were provided; therefore, a medical record review could not be performed. Conclusion: the investigation was inconclusive, as the sample was not returned for evaluation. Per the reported event details, the patient took a breath during the procedure which likely lead to the bend of the coaxial needle. Therefore, it was likely that patient issues contributed to the reported event. However, based upon the available information, the definitive root cause was unknown. Labeling review: truguide: the current IFU (instructions for use) states: indications for use: the coaxial biopsy needle guide is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: not intended for use in bone. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Potential complications: potential complications of coaxial guided biopsy are site specific and may consist of hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and pneumothorax. For ease of insertion, puncture the skin with a scalpel at the entry site. Using imaging guidance, insert the tip of the truguide coaxial biopsy needle proximal to the lesion to be biopsied using the depth stop as an aid for proper placement and adjust as necessary. The depth stop should be adjusted so that the needle is in proper position when the depth stop is in contact with the skin. This will help stabilize the bard truguide coaxial biopsy needle. Mission: the current IFU (instructions for use) states: indications for use: the bard mission disposable core biopsy instrument is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. The bard truguide disposable coaxial biopsy needle is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Inspect the bard mission disposable core biopsy instrument and bard® truguide® disposable coaxial biopsy needle for damaged point, bent shaft or other imperfections prior to use and after each sample is collected. Do not use the device if any imperfection is noted. Precautions the bard mission disposable core biopsy instrument and bard truguide disposable coaxial biopsy needle should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific tissue being biopsied. The introduction of the needle into the body should be carried out under imaging guidance (ultrasound, x-ray, CT, etc.). This product has not been tested for mr imaging compatibility. Never test the bard mission disposable core biopsy instrument by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the bard mission disposable core biopsy instrument stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with needle function. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided liver biopsy, the health care provider, (hcp), allegedly had difficulty inserting the device through the coaxial and noted that the coaxial also became bent during the second sample attempt. The hcp further reported that they allegedly experienced difficulty removing the coaxial from the target tissue. Reportedly, the coaxial was successfully removed and the procedure was completed with another device. There was no reported patient injury.